Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from two different patient samples when tested using vitros tsh lot 6100 on a vitros 5600 integrated system. The results were lower than expected compared to non-vitros (abbott) tsh testing. The most likely cause of the lower than expected vitros tsh results is the difference in the two testing methods. When the second level technical specialist assessed the data the coefficient for the observed values were similar to larger correlation studies carried out in the past. The results are being compared for two different testing systems which use different testing methods; therefore, it could be expected that differences between results would be observed. As the vitros testing was carried out for correlation only, it was not possible to fully review patient factors such as sample interferents or medication, which could affect sample results. Ongoing tracking and trending of complaint data has not identified any signals to suggest a systemic quality issue with tsh lot 6100. However, the ortho technical support specialist (tss) requested additional qc data and for the customer to complete precision marker testing. Neither testing or data has been provided by the customer, so it is not possible to determine if the vitros 5600 integrated system or vitros tsh lot 6100 is performing as expected. The customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation therefore improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed at this time and as the same sample was being processed on both systems is unlikely to have affected the results observed.

Event description:
A customer obtained lower than expected vitros tsh results from two different patient samples when tested using vitros tsh lot 6100 on a vitros 5600 integrated system. The results were lower than expected compared to non-vitros (abbott) tsh testing. Patient 1 result of 4.325 miu/ml (euthyroid) versus the non-vitros (abbott) tsh result of 6.143 miu/ml (hypothyroid). Patient 2 result of 4.571 miu/ml (euthyroid) versus the non-vitros (abbott) tsh result of 7.433 miu/ml (hypothyroid). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros tsh results were not reported from the laboratory as the patient samples were only tested as part of a correlation study. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).